Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and tightened the cable between the graphic user interface (gui) and breath delivery (bd). The ventilator passed self-testing.

Event description:
It was reported that an 840 ventilator had a faulty display. The ventilator was not on a patient at the time of the event.